Event description:
A malfunction on pump was reported by caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump; the malfunction code did not recur, and customer may continue to use pump.